Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse at a user facility reported that a fresenius 2008t hemodialysis (hd) went blank during treatment. The blood was not returned as the patient was ready to get off the machine. The bp rotor handle was difficult to pull out to use the hand crank. The biomedical technician (biomed) stated that the machine makes a humming noise after it heats up and the display becomes blank. Upon follow up, the patient did not want their blood returned. The patient estimated blood loss was 100 ml. The patient did not complete treatment. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine has been returned to service as the issue could not be replicated by the biomed. The biomed stated that fresenius bloodlines and dialyzers were used during treatment.